Event description:
While vent was on a pt, unit went into an alert condition. Pt was removed from ventilator without any change in therapy. The covidien customer support engineer (cse) replaced the alarm power switch cable.